Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump's date was incorrect. The patient indicated that he does not change the pump's date. He could not determine if the pump's date/time reset after a battery removal. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an incorrect date and the cause was unknown. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This malfunction is not likely to cause an adverse event, as the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. Unrelated to the complaint, investigation revealed a cracked battery compartment and that the force sensor assembly was physically damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.